Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MFR # 1828100-2014-00704.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was possibly a false air bubble detection (abd) during case. The perfusionist (ccp) would like the unit checked out. The device was not changed out, as they placed the abd in the "off" mode. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: this is the second report of false abd alarm, with this same sys. During cpb, the abd alarmed with visual and audible messaging, and per design the arterial pump stopped. The arterial pump was stopped for about ten seconds. Since this same type of event occurred previously (within a few weeks), the ccp elected to place the abd in the "off" mode and he finished cpb without using the air sensor. Level sensing was used to monitor for low blood volumes in the venous reservoir. After the procedure, the safety monitor was removed from service and a loaner monitor was being sent to the hosp.